Event description:
It was reported that during a training session the cs300 intra-aortic balloon pump (iabp) repeatedly displayed auto-fill failures. The reported issue occurred during training, therefore there was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The fse performed all functional tests the unit passed all functional, and safety checks to factory specifications. The fse discovered that the intra-aortic balloon (iab) being used was defective and was causing the problem. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a training session the cs300 intra-aortic balloon pump (iabp) repeatedly displayed auto-fill failures. The reported issue occurred during training, therefore there was no patient involvement and no adverse event reported.